Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. However, a review of all batch record documents was performed for lot number 13a18h75 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that prior to use for therapy, a peritoneal dialysis connection collar for a uv flash set could not be closed. The patient had to use a different connection collar. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.